Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer was experiencing high blood glucose (bg) levels (300 range mg/dl). The customer had delivered a bolus and manual injections to address bg level. Reportedly, the contact stated their diabetes educator would change the settings, but it would still not lower the customer's bg level. The contact stated that the customer received vibrating alerts, but the customer did not see anything on the pump identifying what the alert was. Tandem technical support (cts) could not confirm the alert or alarm in the pump logs due to the pump was turned off at the time cts was contacted.